Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-nov-2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 689932) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and asthenia ("asthenia"). The patient was treated with surgery (essure removal by laparoscopy with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, metrorrhagia and pelvic pain with essure. The reporter commented: following essure placement on 17-jun-2010, occurrence of metrorrhagia, pelvic pain and asthenia. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: pelvic pain: the analysis revealed 8927 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and asthenia ("asthenia"). The patient was treated with surgery (essure removal by laparoscopy with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metrorrhagia and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, metrorrhagia and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the (B)(6) database was performed on (B)(6) 2017 for the following meddra pt: pelvic pain: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.